Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 73 mg/dl and their sensor glucose read 60 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer later reported their blood glucose was 163 mg/dl and their sensor glucose was 105 mg/dl. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.